Event description:
Vascular intervention case to treat acute myocardial infarction. The procedure was performed using a 1.4 elca laser catheter; during the case a perforation occurred at the rca. Hemostasis was achieved by using the device. The patient recovered and was discharged. This case was investigated by an spnc distributor after a conference that was attended; no further information could be determined.

Manufacturer narrative:
Event date of (B)(6) 2012 is an estimation, this event was reported to spnc through a distributor after attending a conference in which this event was mentioned in a study. Due to the length of time between the event and spnc receiving the notification no further information could be obtained. The UDI is a partial since no lot or serial number was provided.